Manufacturer narrative:
Additional information: on september 15, 2020, mentor became aware that the patient also experienced bilateral ptosis and dissatisfaction with implant size. H6 patient code 3191: anisomastia and patient dissatisfaction with procedure outcome this report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female underwent primary breast augmentation with 650cc mentor memorygel breast implants and experienced rupture on the right side and several unexplained systemic symptoms, including brain fog, fatigue, hives, migraines, joint pain, rashes, low white blood cell count, tested positive for inflammation, light sensitivity, dizziness, chest pain, back, neck and shoulder issues, trouble breathing, blurry vision and bruises easily. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.